Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the circumstance that led to device shut off on itself, patient indicated it just stopped working. It was mentioned the steps were taken to resolve those issues above was they tried to do all option to fix it and mailed out replacement for it. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported her device was shut off on itself. Patient services went through with patient and was unable to get out of icon. Pss reviewed the possibly out of box; however, they could not confirm. It was noted back was hurting. Patient noted device went off yesterday by itself, it never worked right. Patient noted her back hurt so bad, replaced batteries yesterday. A replacement controller would be sent, displayed strange icon, and would not communicate with the implant. No further complication and no symptoms were reported.